Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17525.

Event description:
Philips received a complaint from customer biomed reporting an ovp circuit failure (error code 1127) on a v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with biomed and reported the unit alarmed with an ovp circuit failure. This issue occurred after the customer replaced the data acquisition (da) pcba which was due to error code 1107. The rse discussed troubleshooting per the service manual and recommended replacement of the motor control (mc) pcba and/or the power management (pm) pcba. Also discussed was a possible connection issue related to the da pcba replacement. The investigation is ongoing.